Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The main coil, the rhv, the introducer sheath and the pusher wire were returned. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm section, moreover the arm coil was detached. Also, the pusher wire was detached, bent and stretched at coil section. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 06nov2024. It was reported that the coil failed to advance in catheter. A 14mm x 30cm interlock was selected for use in an embolization procedure of arteriovenous malformations of the upper and lower extremities. During the procedure, it was noted that the coil could not be pushed in vivo. When attempted to withdraw from the body, the coil was still unable to push. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed detached main coil and pusher wire.